Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced, and the right ventricular (rv) lead was capped and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to a previous significant decrease in r-wave amplitude measurements, the right ventricular (rv) lead sensing polarity was reprogrammed and defibrillation threshold (dft) tests were performed. Ventricular fibrillation (vf) was induced, and the implantable cardioverter defibrillator (ICD) delivered a total of nine high-voltage shocks for two device-classified vf episodes. Review of the episode information showed that short circuit protection (scp) was triggered during all nine high-voltage therapies, resulting in less than the programmed high-voltage energy being delivered. External defibrillation was required to terminate the induced rhythm, and the patient was subsequently hospitalized and fitted with an external wearable cardioverter defibrillator. Review of historical data from the device showed no evidence of a lead integrity issue or ICD issue that would have caused the scp events as impedance and capture management trends remained unchanged, however ventricular undersensing was noted during the treated induced vf episodes. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device never set eri/rrt after explant. Review of save to disk data showed that the device had a short circuit protection (scp) event during episodes #904 and 905 on 12-apr-2024. A l404 reset was not confirmed. The device was running the scp firmware 5.1. Optical coherence tomography revealed that dadet delamination was observed, but not on the high voltage pin. Further hybrid electrical testing revealed that leakage impedance at the high voltage feedthroughs was high, which is consistent with a lack of full delamination on the high voltage feedthroughs. Full energy defibrillation deliveries were normal with no arcs or scp. Electrical testing is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.